Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 250 units and remained static. Reportedly, the cartridge was filled with 480 units of insulin. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. The customers¿ blood glucose level was 150-200 mg/dl. Reportedly, the customer had manual injections for alternate insulin therapy.